Event description:
During holmium laser ablation of prostate, the tips of laser fiber 'exploded' separating the metal tip. Tip retrieved. Second laser fiber used and it 'shorted out' as soon as energy was applied. "It smoked and deposited debris inside the prostatic urethra". Physician stopped using laser and completed operation with resectoscope. (Holmium laser was tested and was deemed to be in proper working order.)